Event description:
The pt was an at home cardiac arrest, who arrived at the facility intubated. On (B)(6) 2014, an intra-aortic balloon (iab) was inserted for cardiac shock. Staff struggled with augmentation alarms from the pump for some time. The pump was changed out and alarms persisted, however this time a "fiber-optic out of calibration" alarm sounded. A third pump was used and a new iab was inserted. The pt had no verbal response to staff at any time since she was intubated, however she did seem to posture occasionally. It was reported that the pt expired later that night, however the death was not attributed to the event.

Manufacturer narrative:
The intra-aortic balloon catheter was returned for evaluation on (B)(6) 2014 and sent for decontamination prior to testing. A visual examination of the returned device was performed, and a kink was found on the catheter tubing near the y-fitting approximately 75.9cm from the iab tip. A 4psi underwater leak test was performed on the device and no leaks were detected. A sensor output test was also conducted and the fiber optic pressure sensor performed according to specification. The iab was placed on a cs300 pump and when pumping was initiated, it was found that the iab did not fully inflate. We are unable to determine how or when the kink on the catheter tubing occurred; however, a king of the nature could restrict gas flow through the device and cause the reported "augmentation" alarms. The optical sensor was found to be operating per specifications, and no defects were observed during testing; therefore, we are unable to confirm the reported "calibration" alarms. In addition to visual and physical testing, device history records were reviewed and no non-conformities were found which could have caused the reported issues.